Manufacturer narrative:
Patient weight is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead management procedure commenced to extract a nonfunctional right atrial (ra) and right ventricular (rv) lead. A spectranetics 14fr glidelight laser sheath and a spectranetics lead locking device (lld) were utilized to facilitate lead extraction. A tear occurred in the right atrial appendage from extracting the atrial lead. The glidelight laser sheath never reached the tip of the lead or even the curve (as the lead curves up to attach to the atrial appendage), so it is believed that the tear was contributed to by the traction forces on the ra lead by the lld. After the tear was repaired, the physician completed the procedure, all leads were removed and the patient was able to be re-implanted.